Manufacturer narrative:
Qn # (B)(4).

Event description:
This report was opened due to a sample received from the customer. Additional information isn't available from the customer.

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the teflon sheath was noted on the returned sample. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. A kink to the iabc central lumen was noted at approximately 63.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0074in-0.0078in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 63.9cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufac-turing specifications prior to release. The reported complaint for iab "balloon hemorrhage" is not confirmed. During the investigation, the iabc fully inflated, and no leaks were detected. The returned iabc bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
This report was opened due to a sample received from the customer. Additional information isn't available from the customer.